Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was implanted to treat a peri-pancreatic fluid collection during a trans-gastric drainage procedure performed (B)(6) 2015. According to the complainant, the patient received two axios stents for trans-gastric drainage. One stent was placed along the lesser curvature of the stomach and the other stent was placed along the greater curvature of the stomach. On (B)(6) 2015, the physician confirmed by CT that the stent that was placed along the greater curvature of the stomach was noted to have migrated causing a small bowel obstruction. The stent was removed from the patient during a laparotomy procedure on (B)(6) 2015. Reportedly, the peri-pancreatic fluid collection had not yet resolved and the other stent remained in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.